Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional angioplasty procedure. Reportedly, after deploying the vessel locator wings of the starclose se, it was noted that the wings got caught on some calcium. An attempt was made to close the wings using the safety release ("red slider"); however it could not be moved with the physician's finger so hemostats were used. While pushing the safety release with the hemostats, the safety release button broke off inside of the device. The vessel locator wings retracted. Another attempt was made to push the plunger; however, it could not be advanced to where the number "2" appeared in the number window and the vessel locator wings could not be deployed. The physician tried to use his thumb nail to get grip of the safety release; but was unable to grip it. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty with the plunger and vessel locator wings could not be replicated based on the returned device condition. The reported break to the safety release mechanism was not confirmed as there was no break observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. The reported difficulties appear to be related to procedure circumstance due to the safety release mechanism pushed off track using hemostats. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.